Manufacturer narrative:
The p-cap does not lock properly into the reservoir compartment due to missing reservoir tube o-ring and missing retainer. The following were noted during visual inspection: missing serial number label, missing reservoir tube o-ring, missing retainer, cracked battery tube threads, cracked case along the side of the battery tube, cracked select button keypad overlay, scratched keypad overlay and minor scratched lcd window. Cosmetic damage was confirmed at the serial number label. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1880 was requested and the device was returned for analysis.